Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the black box verified eaw (64d) motor error, sec_code=(B)(4). Investigation did not duplicate motor alarm during the 24 hour basal duration test. The pump cover was removed and evidence of moisture damage was found on the motor circuit components.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.